Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, broken battery tube threads, cracked case (battery tube), cracked case, label damage (faded), pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when broken battery threads were noted. In addition, the following cosmetic damages were also noted: battery cap contact damaged, broken battery tube threads, cracked case (battery tube), cracked case, label damage (faded), pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.